Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported to olympus the gastrointestinal scope had a clip that was stuck and was removed from the scope with a brush. The reported issue occurred during use for a diagnostic colonoscopy procedure. The procedure was completed with a similar device. There was no patient harm or injury reported due to the event.